Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer stated the console was displaying abnormal numbers (250/200). The insertion site was noted to be femoral. The iab was inflating and deflating without issue, however, the arterial line waveform was poor with lots of artifact. The customer tried disconnecting for a short amount of time and re-connecting/ zeroing, but received the same results. A flush bag and transducer were connected to the transducer and the customer was guided through the steps to connect the pressure cable to transduce the central lumen. The fiber optic cable was disconnected again and the console was zeroed. This resulted in a cleaner arterial line and a more accurate blood pressure. Therapy was continued using the transducer. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213): the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213): the review of the historical data was performed. Trend analysis (4110/213): the overall complaint trend data for the period (B)(6) to (B)(6) was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4). H3 other text: device not returned.

Event description:
N/a.